Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported unknown noise. There was no patient involvement.

Manufacturer narrative:
G4: 18mar2020 b4: (B)(6)2020. The manufacturer¿s service technician since occurrence of vibrational noise was confirmed. The manufacturer¿s service technician repositioned the vibration dampening ring to fix the issue. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.